Event description:
A report was received that the patient had a pocket revision due to difficulty charging. The patient had experienced non device related weight gain and the physician believed the patient's implant was too deep. The ipg was replaced because it was fully drained even though it was working properly. The patient was reportedly doing well after the procedure.